Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted overnight for stroke-like symptoms. Log files found nothing remarkable.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had symptoms of lower left facial droop near their mouth. They were diagnosed with ischemic stroke to the right middle cerebral artery. There were no changes to the patient's condition or anticoagulation status that may have contributed to the stroke. While admitted, the appropriate imaging was completed, and the provider extended inpatient monitoring. No specific treatment was given otherwise. The patient's status improved upon discharge.